Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple intermittent altitude alarms. The customer's blood glucose level ranged from 200 to 350 mg/dl. Reportedly, the customer was able to clear the alarm and resume insulin delivery. The customer reported that the pump would continue to be used for insulin therapy.